Event description:
It was reported that this electrode had migrated from its original implant position towards the top of the sternum and thus was exhibiting poor amplitude measurements causing the smart pass feature in their implanted device to be deactivated. The cardiologist scheduled an additional defibrillation threshold test for the patient to ensure system integrity. An effective 65 joule shock was delivered successfully by the system, however poor amplitude measurements were still noted in all sensing vectors. The electrode was reprogrammed to a different sensing vector and remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this electrode had migrated from its original implant position towards the top of the sternum and thus was exhibiting poor amplitude measurements causing the smart pass feature in their implanted device to be deactivated. The cardiologist scheduled an additional defibrillation threshold test for the patient to ensure system integrity. An effective 65 joule shock was delivered successfully by the system, however poor amplitude measurements were still noted in all sensing vectors. The electrode was reprogrammed to a different sensing vector and remains in service. No additional adverse patient effects were reported. Additional information provided from the field indicated x-ray imaging showed the electrode in a slightly superior position in the chest compared to where it was located at implant. Review of device data by boston scientific technical services confirmed the induced shock provided to test the system was effective at conversion. Troubleshooting options were discussed with the field. Some t-wave oversensing was also observed during testing.